Event description:
It was reported a spectrum pump had a door that was hard to shut with tubing and was alarming. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to "door hard to close and was alarming" by experiencing door not fully latched message during eval. The door latches close, but with excessive force being required to close door. The door hooks, and latch pins were replaced and the device was calibrated.